Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information: h3, h4, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Two open boxes with thirty-tree and twenty -eight representative unopened samples each were returned for analysis. Product code vcp433h. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area noted as expected in all needles. The sutures were dispensed and examined along the strands and no anomalies were observed during evaluation. Functional test was performed using an instron equipment, and the pull force did not meet the minimum requirements in three samples. Further investigation was conducted on these samples, revealing a short insertion in the strands. In the remains fifty-eight samples, the pull force meets the requirements. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 1/24/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another four to continue the surgery, the same problem happened. Changed another one to complete the surgery. There were no patient consequences reported. No additional information could be provided.